Event description:
The angio seal device was deployed after cardiac catheterization but did not deploy properly. There was a hematoma. This happened 15 mins ago. The same thing happened yesterday with a similar device.